Event description:
Customer reported she experienced high blood glucose of 578 mg/gl; she was unable to treat with a bolus and treated with manual injection. Customer stated she believed the insulin pump is not functioning since her blood glucose has not been below 200 mg/dl. Current blood glucose was 316 mg/dl. Customer stated she was trying to deliver a bolus and it will calculate an amount of 0 units. Customer is unsure if the basal rates are correct and the bolus wizard settings are unknown. Customer will be contacting her doctor to check the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.